Event description:
Additional information was received. It was reported that the onset/diagnosis of the infection took place around (B)(6). The infe ction was primarily located at the device pocket, though no cultures had been taken. It was stated that the patient¿s symptoms included redness, swelling, and pain. There had been no perioperative antibiotics administered. The infection was treatment by explanting the device system and administering intravenous antibiotics. It was noted that the infection had resolved. The device system had been used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were both removed due to an infection right after a refill. The refill took place on (B)(6) and the device system was explanted eight days later. It was stated that the patient had become septic and the infection was moving around. It was also reported that the patient very nearly died. The device system had been used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709 lot# j10861r41, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type catheter (B)(4).